Event description:
For the past week or two when customer does a blood test the first number of the result is missing - only the last show. A review of the system was conducted over the phone. This review indicates that segments are missing from the display. The customer was asked to the return the meter for further eval and a replacement was provided.